Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock while sleeping due to noise oversensing. The patient is young, active and trains in the gym two to three times a week. Provocative maneuvers were performed in-clinic and the noise was unable to be reproduced. An x-ray was also performed and the data sent to technical services (ts) for review. Ts discussed that during vector manipulation there is mechanical noise reproduced on primary and alternate vectors. The secondary vector shows myopotentials reproduced and marked by the device. The x-rays show tension at the level of the pocket and the electrode pointing towards the pectoral muscle instead to be parallel to the sternum. It was advised to check the position of the system respect to the implant to exclude a change in the electrode position. In-office troubleshooting was recommended to evaluate the electrode mechanical integrity, and it was mentioned that a potential temporary solution for this case would be to reprogram to the secondary vector while keeping close monitoring on latitude. Further troubleshooting options were provided. Additional information was provided. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. The electrode was returned in two segments, severed approximately 70 millimeters (mm) from the terminal end, which was likely induced damage during explant. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock while sleeping due to noise oversensing. The patient is young, active and trains in the gym two to three times a week. Provocative maneuvers were performed in-clinic and the noise was unable to be reproduced. An x-ray was also performed and the data sent to technical services (ts) for review. Ts discussed that during vector manipulation there is mechanical noise reproduced on primary and alternate vectors. The secondary vector shows myopotentials reproduced and marked by the device. The x-rays show tension at the level of the pocket and the electrode pointing towards the pectoral muscle instead to be parallel to the sternum. It was advised to check the position of the system respect to the implant to exclude a change in the electrode position. In-office troubleshooting was recommended to evaluate the electrode mechanical integrity, and it was mentioned that a potential temporary solution for this case would be to reprogram to the secondary vector while keeping close monitoring on latitude. Further troubleshooting options were provided. Additional information was provided. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The electrode was returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock while sleeping due to noise oversensing. The patient is young, active and trains in the gym two to three times a week. Provocative maneuvers were performed in-clinic and the noise was unable to be reproduced. An x-ray was also performed and the data sent to technical services (ts) for review. Ts discussed that during vector manipulation there is mechanical noise reproduced on primary and alternate vectors. The secondary vector shows myopotentials reproduced and marked by the device. The x-rays show tension at the level of the pocket and the electrode pointing towards the pectoral muscle instead to be parallel to the sternum. It was advised to check the position of the system respect to the implant to exclude a change in the electrode position. In-office troubleshooting was recommended to evaluate the electrode mechanical integrity, and it was mentioned that a potential temporary solution for this case would be to reprogram to the secondary vector while keeping close monitoring on latitude. Further troubleshooting options were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.